Event description:
Patient was implanted on (B)(6) 2025. On (B)(6) 2026, the patient experienced neurological symptoms including slurred speech, facial drooping, coughing with stimulation, generalized weakness, impaired mobility, and multiple falls requiring ems transport and hospital admission. ER evaluation reportedly included CT imaging and labs, with dehydration noted per surrogate. The patient self-discharged. No device malfunction was confirmed at the time of report. Device evaluation showed normal impedance and a normal incision site. The patient reported transient coughing with stimulation but was unsure if this was new. The patient agreed to turn the device off pending neurological evaluation. MRI documentation was provided. Follow-up with a neurologist is scheduled for on (B)(6) 2026. Device remains off.